Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the provider alleges the chair was veering to the right, seat is torn, footboard is wear and tear from use and on board charger plastic mount for the socket is broken.